Event description:
The report received from the affiliate states that during inventory inspection, foreign matter was noticed inside the sterilized pouch. The black foreign matter was movable. Outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for foreign matter. It was not clinically used. It was not re-packaged and not re-sterilized.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved in this event which is associated with mfg report # 9616099-2009-01474.

Manufacturer narrative:
During inventory inspection, moveable black foreign matter was found in the sterile pouch. The outer product boxes and sterilized pouches were intact and the seals of the pouch were not opened. There were no anomalies except for the foreign matter. They were not clinically used. They were not re-packaged and not re-sterilized. One sterile firestar 2.0/15mm ptca balloon catheter was received inside original package. One particle could be observed in pouch. The contamination was measured and found out of acceptable specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. Although the root cause could not be conclusively determined, it appears to be related to the manufacturing process of the product. An internal investigation was previously opened to address this failure. This additional complaint does not change the severity or occurrence rates. No additional actions are needed at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-01473 and 9616099-2009-01474.

Manufacturer narrative:
Please note that the product was returned on (B)(6) 2010 and an analysis is being performed. Additional information will be forthcoming within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-01473 and 9616099-2009-01474.